Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a issue of ECG signal was abnormal. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site full name: (B)(6) hospital. Due to character restrictions in block e1 event site full address line 2: (B)(6). Additional fields: e1(event site state: 100). A getinge field service engineer evaluated the unit and showed that the device functioned normally, and the device passed all factory-specified performance and safety index tests. The device has been delivered to the customer, and the customer is advised to observe and use it later.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).